Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant product(s) - a 00631005032 liner 10 degree elevated rim 32 mm, i.d. 61536133. A 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 81579445. A 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 61422304. A 00620005422 shell porous with cluster holes 54 mm o.d. 61482153.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - 00631005032 liner 10 degree elevated rim 32 mm unknown; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length unknown; 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length unknown; 00620005422 shell porous with cluster holes 54 mm o.d. Unknown.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01713 and 0001822565-2017-01714.

Event description:
It was reported that the patient alleged to pain and elevated cobalt levels approximately seven years post-implantation. No additional information provided.